Event description:
It was reported that a caucasian female who underwent a breast augmentation primary with a mentor memorygel, 250cc silicone breast implant experienced ¿no information available¿ post procedure. As a result, patient underwent bilateral removal on an unspecified date. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: insufficient information. Manufacturer¿s reference number: pc-(B)(4).